Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer¿s blood glucose (bg) level was over 500 mg/dl, but exact value was not provided. Customer changed supplies to address the occlusion alarms. Customer reverted to a manual injection for insulin therapy.